Event description:
After an implantation period of approx. 56 months, oversensing with inappropriate therapies on the ventricular channel was reported.

Manufacturer narrative:
The leads under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of the leads and the ICD as well as on the analysis of the ICD itself. The manufacturing process for the leads and the ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test of the ICD proved the device functions to be as specified. The ICD was received and analyzed. The incoming visual inspection revealed that a connector fragment of the lv lead was inserted in the ICD header bore. The memory content of the ICD was inspected. The available iegms documented the presence of noise in the rv channel, as mentioned in the complaint description. This led to multiple charging cycles with shock deliveries. Therefore a sensing test was performed and the device sensed the attached heart signals free of noise proving the sensing function of the ICD to be fully functional. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The header of the ICD was visually inspected. A fragment of the lv lead connector was inserted in the ICD header bore. The lead fragment could be removed with some resistance. Otherwise no anomalies were observed. There was no indication of a material or manufacturing problem. In conclusion, the leads were not returned for analysis. The ICD was fully functional. There was no indication of a device malfunction. The analysis did not reveal any indication of a material or manufacturing problem for the leads or the ICD.